Event description:
This senior medical affairs specialist has reviewed the customer care advocate's (cca) documentation. This complaint is classified as MDR reportable due to the following conclusions: the patient, whose regime is oral diabetes medication, reportedly was unable to test due to the low battery indicator. The patient had not changed the battery according to the owner's manual. Allegedly, the patient had symptoms of shaking and anxiety five to ten minutes after the perceived issue began. The patient self treated with food or drink. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report. Test strip lot number, was not provided.